Manufacturer narrative:
A ge service rep performed an onsite investigation. The interconnect cable needs to be replaced. No conclusion can be drawn as repair info is unavailable and no add'l service info was provided.

Event description:
The customer reported that the system displayed a white screen and changing out the plugs did not correct the issue. No pt injury was reported.